Event description:
Surface effects on the lateral region of the face. Energy was delivered too close to the surface as a direct result of using a non recommended topical anesthetic. Topical medication caused the energy to be delivered closer to the skin's surface. In addition, the topical medication caused an increase in skin tackiness ultimately resulting in lines of treatment energy to be deposited too closely together.

Manufacturer narrative:
Device not returned for evaluation. Physician was retrained by ulthera clinical application specialist and has not had the same issue reoccur.